Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalisation and hyperglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalised with hyperglycaemia and on (B)(6) 2025. Chronic conditions that were additionally addressed this visit included stage 3b chronic kidney disease and mixed hyperlipidaemia. The patient's blood glucose levels reached 588 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include back pain and feeling faint. The patient was treated intravenously with insulin, fluids and dextrose. They also stated they were treated with medication for hyperkalaemia. The patient was released after two days. The pod was removed prior to attending the hospital.

Event description:
It was reported that the patient had been hospitalised with hyperglycaemia on (B)(6) 2025. Chronic conditions that were additionally addressed this visit included stage 3b chronic kidney disease and mixed hyperlipidaemia. The patient's blood glucose levels reached 588 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include back pain and feeling faint. The patient was treated intravenously with insulin, fluids and dextrose. They also stated they were treated with medication for hyperkalaemia. The patient was released after two days. The pod was removed prior to attending the hospital.

Manufacturer narrative:
The pod had no damages that would impact insulin delivery. No timeouts or drive stalls were observed in the data to indicate a struggle to deliver insulin. The patient history buffer data shows insulin being delivered accordingly. The pod was observed to deliver insulin as intended.